Event description:
The customer reported the cable was broken. Additional information was requested. The requested information was received in 2004 from the distributor. The catheter could not be zeroed. The reading was incorrect from the beginning. The catheter was not used on a pt.